Event description:
The customer reported that following a diagnostic catheterization procedure on may 7, 1999, a size 3 vasoseal vhd collagen plug was deployed in the pt. More than 24 hrs post deployment, the pt complained of pain in her calf. A soft bruit was noted at the site by the physician. A sonogram was performed which was negative for both pseudoaneurysm and av fistula. Plaque was observed in the artery, but it was not restrictive to blood flow. The pt returned on may 28, 1999 for a pta procedure of the right common femoral artery due to abi of .25 on right vs. 1.0 on left. Post pta procedure residual stenosis was treated with "tpa". The pt continued to have flow restriction on the right leg. Emergency surgery was required and a left femoral repair and right femoral thrombectomy were performed. The physician expressed some concern that inflammation experienced by the pt may have been due to a reaction to the collagen. No furthur complications were reported.